Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 21mm aortic valve was explanted at implant due to sizing. The explanted device was replaced with a model 19mm. The or director reported that the first valve was too big and that there were no defects associated with the device. The operative note indicated that after the 21mm aortic valve was implanted that they attempted to reestablish cardiac rhythm without success so a fragmentation set and median sternotomy were performed. The patient was then put back on bypass so that the aortic valve could be assessed. It was noted that the strut of the tissue valve may have obstructed the left main coronary artery. The valve was then explanted and it was noted that the coronary ostia were unremarkable aside from the fact that the left main coronary was eccentrically placed near the apex of the trigone and not centrally located. Patient was transferred to the intensive care unit in critical condition on intra-aortic balloon pump in critical and guarded condition. Patient expired two days post-operatively because patients "heart quit functioning and was 75% brain dead."

Manufacturer narrative:
Coronary artery occlusion. DHR review. Additional manufacturer narrative - the device was not returned to manufacturer. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.